Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual inspection of the returned product showed that the stem has signs of wear and tear with scratches, nicks and gouges near the neck of the stem. The neck of the stem has fractured off and remains seated in the head and the poly liner. Therefore, the reported event has been confirmed. Fracture surface analysis was conducted with an optical microscope and showed that the exception stem left sample fractured due to fatigue. Indications of beach marks have been found on the fracture surfaces on both stem and head side. Furthermore, multiple ratchet mark indications have been noticed, which are indicative of crack initiation sites along with beach marks artifacts, suggesting a fatigue mode of failure. The most likely cause of the event is attributed to a user error as the instructions for use were not followed. Indeed, under the contraindications section, it is stated that patient with a weight of more than 110kg should not be implanted with a femoral stem. However, as per information provided, the patient weight at the implantation was 145kg. Product analysis showed that stem fractured due to fatigue. It is possible that the patient's weight caused or contributed to the fracture. However, as the cause may be multifactorial, a single specific cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product was not returned or pictures not provided. Visual device evaluation could not be performed. As per the instructions for use, f209 exception femoral stem under the contraindications section, it is stated that patient with a weight of more than 110kg should not be implanted with an exception femoral stem. However, as per information provided, the patient weight at the implantation was 145kg. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. This device is used for treatment. Radiographs were provided and reviewed from an health care professional / radiologist. A fracture of the hardware is noted at the femoral neck component. The femoral diaphysis is displaced superior with respect to the acetabular component. The most likely cause of the event is attributed to a user error as the instructions for use were not followed. Indeed, under the contraindications section, it is stated that patient with a weight of more than 110kg should not be implanted with an exception femoral stem. However, as per information provided, the patient weight at the implantation was 145kg. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to stem fracture approximately 8 years post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.